Event description:
It was reported that an acculink stent was implanted in a de novo, mildly calcified, left internal carotid artery and an angiogram was done. 95% pre-stenosis and 10% post-stenosis was reported. After the angiogram the patient experienced bradycardia and hypotension. Common medications, atropine and dopamine were given and the bradycardia resolved the same day. The hypotension is listed as continuing. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of bradycardia and hypotension are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent information received. The hypotension resolved without an adverse patient sequela, 24 hours later, on (B)(6) 2013.

Manufacturer narrative:
(B)(4).